Manufacturer narrative:
The returned used device ias12-100lpi found that a piece did break off. The broken off tip of the threaded cannula was returned. A root cause cannot be determined, however, based upon the photos, the likely root cause of the failure is due to misuse, including the use of sharp objects and excessive force. Usage warning information is communicated through the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 and "it was reported that a broken plastic trocar had fallen into the abdominal cavity and was retrieved with forceps. Used robotic surgery was hinotori." There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 and ¿it was reported that a broken plastic trocar had fallen into the abdominal cavity and was retrieved with forceps. Used robotic surgery was hinotori.¿. There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.